Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD's) tachy therapies were inadvertently deactivated by a magnet from october 31st to december 9th. The patient was cleaning her refrigerator when the device was deactivated. No adverse patient effects were reported.